Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02753. It was reported that the patient presented for a rv lead revision for sensing noise and inhibition of pacing. During the procedure, intermittent capture was observed on the pacemaker, so the physician elected to explant and replace the pacemaker. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.